Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch #c9dd5y. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #c9dd5y, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. Corrected data: h11 ((B)(4)). Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? No. This device never made it into the patient. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Battery was placed, no sound was made and no response from the instrument. The tech removed and placed the battery again with no response from the instrument again. Did the jaws eventually open? No.

Event description:
It was reported that during an emergent laparoscopic procedure, the device was defective causing delays. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/11/24 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Additional information was requested, and the following was obtained: 1. Is the current patient status known? Unknown 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None known 3. Was the firing sequence started but not completed? If yes: 4. Did the device deliver any staples? 5. If yes, were the staples formed properly? 6. If yes, was the staple line complete? 7. Did the device cut? 8. If yes, was the cut line complete? 9. If yes, was there any issue with the cut line? 10. Was there any difficulty opening the device jaws? The battery was placed, no light was seen and no sound was made from the device. Md tried to open the jaws, and they would not open. Attempted to place the battery again, with no change in the status of the device. The device was never placed in the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch # c9dd5y , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.